Event description:
It was reported that the patient presented emergently with a contained rupture of an 60mm abdominal aortic aneurysm, where the bifurcated aneurx stent graft had migrated and a type ia endoleak was observed. The aneurysm had grown over time, leading to a rupture. The healthcare professional indicated that the graft had migrated and was no longer providing a seal. During the intervention, two 28-28/49 aortic cuffs were implanted, and six heli-fx endoanchors were placed, successfully repairing the rupture. The event was resolved, and the device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.